Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device gave 20 fvt (fast ventricular tachycardia) due to oversensing. The fvt nid settings were changed to 30/40. The device remains active. No patient complications have been reported as a result of this event.